Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead was severed in two segments- damage induced during the explant procedure. Testing was completed to assess lead electrical performance. Normal lead resistance measurements, and inspection that showed no conductor issues other than the severed coils. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities aside from the induced damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead required repositioning after dislodgement. It was believed that this was related to twiddler's syndrome. The lead was successfully repositioned. Shortly after repositioning, high pacing thresholds and loss of capture were noted. Subsequently, another revision was performed and this rv lead was successfully replaced and it expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.